Event description:
One pt with discrepant troponin t results. Initial result gave 0.121 ug/l; sample repeated twice giving 0.235 and 0.121 ug/l. If additional info is received, appropriate notification will be provided.